Event description:
Vague report of overinfusion rec'd. Reportedly, a 500 ml bag of heparin was set at 11ml/hr and found to have completely infused in 4 hrs. No add'l clinical info was able to be obtained. According to rptr, there was no pt injury associated with this report.